Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation (mr) and prolapsed posterior leaflet for a mitraclip procedure. During the procedure, leaflets were grasped on the central side of anterior and posterior leaflet 2 (a2/p2) with mitraclip xtw. Coaptation, alignment, leaflet insertion and a moderate reduction in mr was confirmed and was decided to deploy the clip. During the deployment process, physician retracted the delivery catheter (dc) handle, it was observed that the mandrel appeared to be stuck in the clip and did not release immediately. Dc handle was advanced slightly towards the ventricle and very small movements were made with the sgc and actuator knob until the mandrel was released. Upon release of the mandrel from the clip, the clip became detached from the posterior leaflet. A second mitraclip xtw was implanted on lateral side of the first mitraclip xtw to stabilize the slda. All steps were performed as per IFU. The final mr was grade 2-3. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.